Event description:
Healthcare professional additionally reported right side capsular contracture, baker grade IV. The device was explanted and replaced.

Manufacturer narrative:
H.6. Impact code: f2203. Device visual evaluation: visual analysis of the photographs identified: red and white encapsulation, and opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown.

Event description:
Patient reported right side "simple cyst" and "thickening of the external capsule of the implant is observed with dissection towards the internal quadrants. Decreased compressibility especially towards the lower quadrants", capsular contracture grade unknown. The device remains implanted.